Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed low battery, failed battery test, and had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was 180 mg/dl at the time of the incident. The customer was able to clear the low battery by changing the battery but could not clear the failed battery test due to the unresponsive button. All buttons were unresponsive. The block mode was inactive, an alarm was in progress at the time of unresponsive buttons. Battery change did not resolve the issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit passed leak test. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Unit power up properly after battery installation. Unit was received with operating currents within specification. However, unit was received with corroded battery tube. Unit passed self-test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No low battery alert, replace battery now alarm or failed battery test noted during testing or in the insulin pump trace download. Unit was received with cracked battery tube threads, minor scratches on case, pillowing keypad overlay and minor scratches on lcd window.